Event description:
It was reported that during preparation for an ultrasound-guided breast biopsy, the device was allegedly difficult to prime and both slides allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: one maxcore biopsy needle was returned for evaluation. Functional testing was not completed due to the received condition of the needle (incidental bend). Therefore, the investigation is inconclusive for the alleged priming issue and self-activation. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Per the dfmea potential root causes include use error, insufficient packaging, improper tolerances stackup and/or design of locking components, improper tolerance stackup of needle components, effect of sterilization or aging, insufficient lubrication, insufficient durability with multiple firings, and inappropriate spring properties. The investigation is inconclusive for the alleged self-activation and priming issues. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not yet been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for an ultrasound-guided breast biopsy, the device was allegedly difficult to prime and both slides allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient injury.